Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 915890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (essure removal (B)(6)/ abdominal hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, weight increased and uterine leiomyoma outcome was unknown. The reporter considered medical device removal, uterine leiomyoma and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 915890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (essure removal (B)(6) / abdominal hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, weight increased and uterine leiomyoma outcome was unknown. The reporter considered medical device removal, uterine leiomyoma and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (essure removal (B)(6)). Essure was removed. At the time of the report, the medical device removal, weight increased and uterine leiomyoma outcome was unknown. The reporter considered medical device removal, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.